Event description:
On (B)(6) 2009, in planned follow-up, the device was found in standby mode, which is a backup mode. The battery's impedance displayed on the programmer after the standby mode was at 6.4 kohm and a residual longevity of 9 months was calculated. Therefore, a one-month follow up was performed: the internal battery impedance was back to a low value (less than 1 kohm) and a long residual longevity was calculated by the programmer. The physician is requesting an explanation about this behavior.

Manufacturer narrative:
Dec 14, 2009: this event concerns a device that was manufactured and used outside the united states. The analysis is pending.